Event description:
It was reported that the customer's insulin pump did not alarm when she tied 3 knots in the tubing. Customer stated that she would like a replacement. Customer tied 3 knots in the tubing because she stated that she did not want to waste the insulin in that tubing. Customer tied it off after it fell out of her site. Customer was advised that usually when we are testing the pump's ability to detect occlusions, we use a hemostate or a tubing clamp. Customer still felt that the knots would create a good enough occlusion. Customer stated that this issue has occurred a couple of times over the past few years with her sets falling out. Customer was offered troubleshooting for an absence of a no delivery alarm and tape not sticking, but customer declined since she was at work and had to leave abruptly. Customer was advised to hold onto the set and a cannister will be sent to her. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.